Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported damaged sheath was confirmed to be pinched. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage, pinched sheath and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, after the proglide device was inserted into the patient anatomy, no bleed back was seen at the proglide marker lumen. The proglide marker lumen was pre-flushed with saline prior to the procedure. When the proglide device was removed from the patient anatomy a tear was observed in the sheath next to the foot. The sutures of two additional proglide devices were successfully pre-placed and used after the tevar procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.